Manufacturer narrative:
Event date is unknown h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with anteral ign cage having spinal therapy for lumbar spinal stenosis. It was reported that cage was misaligned, half coming off and so bone fusion could not be achieved. The initial case, which was changed from dd (clydesdale ptc) to ag (anteralign tl), was used in the same way as when using dd.  The operation was completed when the left side was slightly removed during the initial stage using ag with l1-2. An x-ray confirmed that the half of the cage was removed. Dd was used previously and it was overrun, so it was switched to ag, but the ag has also fallen out. Patient's symptoms improved and there were no patient symptoms reported. There was no plan for the revision surgery at this time. There were no further complications reported regarding the event.